Event description:
It was reported that a biolox delta head, 12/14, 32 x 0 was implanted on (B)(6) 2014. Since then, the patient had 3 dislocations. Revision surgery was performed on (B)(6) 2015.

Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).